Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 481 mg/dl. The customer reported that they received an insulin flow blocked alarm, however, the customer did not notice the alarm due to the pump not making any sounds when alarming. The device failed the audio test during the call. Troubleshooting was declined for the high blood glucose. The device will be returned for analysis.